Event description:
The tip of suture needle is bent. All boxes of same lot # pulled . Pulled random samples, and all had bent tip. Manufacturer response for 0 vicryl suture, vicryl (per site reporter): took description of problem; issued rga#. They will send return kit, and replacement.